Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset with guidance from technical support, but screen remained unresponsive, and pump was replaced.